Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing (nsrvo) alert on (B)(6) 2023. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was post paced t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. The programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.